Event description:
Sex: unk. Procedure: lap chole. Reportedly, the surgeon could not squeeze the handle to fire the instrument on the cystic artery. The instrument jaws locked on tissue. Bleeding occurred and was stated to be less than 200cc. Another endo clip was applied next to the locked jaws and the cystic artery was closed properly. The first endo clip was then removed from the cavity together with a part of the patient tissue.